Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as the patient not following proper disconnection and reconnection procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four of five in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated that they temporarily disconnected from homechoice, left the clamp open on the patient line and capped the patient line with a minicap and then reconnected after. The technical service representative had patient cycle the power on the homechoice to clear the alarm and advanced the device to press go to start. The patient will follow proper end of therapy procedures and will perform continuous ambulatory peritoneal dialysis to complete therapy. The technical service representative reviewed with the patient proper procedures to follow when disconnecting during an active therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.